Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension and hypothyroidism. Concurrent conditions included cramp in lower abdomen, anemia, gastroesophageal reflux disease and adenomyosis. Concomitant products included lisinopril and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("vaginal bleeding"), anxiety ("anxiety") and depression ("depression"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with levothyroxine, olmesartan medoxomil (benicar) and surgery (hysterectomy (full)(uterus and cervix removed)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and menorrhagia had resolved, the abdominal pain was resolving and the dysmenorrhoea, vaginal haemorrhage, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff underwent a total hysterectomy, however essure removal was not done: unable to afford surgery. Plaintiff did not undergoes essure confirmation test(discrepancy noted in lab data) she had essure done in 2009 (in medical record as reported). Diagnostic results (normal ranges are provided in parenthesis if available): haematocrit - on an unknown date: 32. Haemoglobin - on an unknown date: 10.9. Hysterosalpingogram - on an unknown date: result: essure device was successfully occluded/total bilateral occlusion. Physical examination - on an unknown date: external genitalia are normal. Speculum examination shows no gross lesions. Uterus is anteverted, anteflexed with adnexa palpably benign. Rectovaginal confirms. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: event outcome updated for events pelvic pain & menorrhagia. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension and hypothyroidism. Concurrent conditions included cramp in lower abdomen, anemia, gastroesophageal reflux disease and adenomyosis. Concomitant products included lisinopril and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("vaginal bleeding"), anxiety ("anxiety") and depression ("depression"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with levothyroxine, olmesartan medoxomil (benicar) and surgery (hysterectomy (full)(uterus and cervix removed)). At the time of the report, the pelvic pain and abdominal pain was resolving and the dysmenorrhoea, menorrhagia, vaginal haemorrhage, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff underwent a total hysterectomy, however essure removal was not done: unable to afford surgery. Plaintiff did not undergoes essure confirmation test(discrepancy noted in lab data) she had essure done in 2009 (in medical record as reported) diagnostic results (normal ranges are provided in parenthesis if available): haematocrit - on an unknown date: 32. Haemoglobin - on an unknown date: 10.9. Hysterosalpingogram - on an unknown date: result: essure device was successfully occluded/total bilateral occlusion. Physical examination - on an unknown date: external genitalia are normal. Speculum examination shows no gross lesions. Uterus is anteverted, anteflexed with adnexa palpably benign. Rectovaginal confirms. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: menorrhagia, dysmenorrhea quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 18-dec-2019: pfs received: event pelvic pain, abdominal pain outcome were updated to "recovering/resolving" based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension and hypothyroidism. Concurrent conditions included cramp in lower abdomen, anemia, gastroesophageal reflux disease and adenomyosis. Concomitant products included lisinopril and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("vaginal bleeding"), anxiety ("anxiety") and depression ("depression"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with levothyroxine, olmesartan medoxomil (benicar) and surgery (hysterectomy (full)). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff underwent a total hysterectomy, however essure removal was not done: unable to afford surgery. Plaintiff did not undergoes essure confirmation test(discrepancy noted in lab data) she had essure done in 2009 (in medical record as reported). Diagnostic results (normal ranges are provided in parenthesis if available): haematocrit - on an unknown date: 32. Haemoglobin - on an unknown date: 10.9. Hysterosalpingogram - on an unknown date: result: essure device was successfully occluded. Physical examination - on an unknown date: external genitalia are normal. Speculum examination shows no gross lesions. Uterus is anteverted, anteflexed with adnexa palpably benign. Rectovaginal confirms. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs and medical records received: case became incident. Event psychological trauma deleted and event vaginal bleeding, anxiety, depression were added. Reporters added. Event start date updated and concurrent condition, medical history, lab data,treatment drug, concomitant medication added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.